Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was hospitalized for low blood glucose. Customer's blood glucose was 20 mg/dl. Customer treated his low blood glucose with glucagon. Customer was disconnected from the insulin pump. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.